Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting but did not see any problem. The technical support advised to perform preventive maintenance and to go through all the checks and tests. If the unit performs to specification the unit can be returned to service otherwise further action will need to be taken. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator was having bad ID expiratory flow sensor (efs) and pneumatic fail-to-cycle (ftc). At this time, there is no information regarding patient involvement associated with the reported event.